Event description:
It was reported that this patient has received eight (8) shocks from their implanted cardiac resynchronization therapy defibrillator (crt-d) device over the previous approximately eight (8) months. The patient's daughter indicated that the patient's following physician is aware, and they are working with the physician regarding device operation. The patient's daughter is concerned that either the device is not working properly, or the patient's heart function is changing. Subsequent attempts to gather additional information were unsuccessful and the specific cause of the device shocks is not known. The device remains in-service. No patient symptoms or additional adverse patient effects were reported.